Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited loss of capture (loc) with rising thresholds and high out-of-range pace impedance measurements greater than 2,000 ohms. No asystole was reported and pace impedance measurements had been rising for approximately a year. Since the patient was pacer dependent, this lead was surgically abandoned and replaced with an active fix lead. The pacemaker was also explanted and replaced due to normal battery depletion (nbd). It was noted that intravenous antibiotics were administered. Additional information received reported that the rv lead was examined under fluoroscopy and x-rays, however no lead damage was seen. Pacing system analyzer (psa) testing confirmed the high out-of-range pace impedance measurements and high thresholds. Lead/header connections were inspected prior to unplugging the device, however no issues were noted. No additional adverse patient effects were reported.